Manufacturer narrative:
This product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing. Pacing threshold and impedance measurements were noted within normal limits. As the device was at elective replacement indicator (eri) a revision procedure was performed wherein the patient's system was explanted and replaced; the device was subsequently discarded. No adverse patient effects were reported.